Event description:
It was reported that patient experienced nausea, vomiting and aching. Patient also had a daily headache over right eye; positional headache. A 15% decrease in intrathecal compounded baclofen 500mcg/ml was done; new daily dose as of (B)(6) 2011 was 40.61mcg. Other surgical treatment included a blood patch affixed at l2-3 lumbar vertebral region done on (B)(6) 2011. Device interrogation was done on (B)(6) 2011 and (B)(6) 2011; it was normal. Event outcome was later reported as resolved without sequelae as of (B)(6) 2011.

Manufacturer narrative:
Catheter model: 8711, (B)(4), implanted: 2011 (B)(6) , explanted: unk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.